Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient intermittently experienced heart rate in the 20-30s beats per minute range at times. It was also reported that capture was unable to be confirmed on the right ventricular (rv) lead and ventricular paced morphologies were varying. The rv lead remains in use. No further patient complications have been reported as a result of this event.